Event description:
It was reported that the user experienced a high blood glucose reading on the ilet while using a teflon infusion set with approximately 35 units of insulin remaining, after a recent supply change and without access to backup supplies. Symptoms included hyperglycemia. Outcomes included user-performed troubleshooting and education with plans to change the infusion set and related supplies upon returning home. Investigation included user-guided inspection of the infusion set and tubing for leaks or kinks, verification of recent supply change, and education on disconnection if a manual injection is administered. Investigation of this case revealed no observed leaks, kinks, or disconnections at the time of the call, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.